Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture and inflation issue were confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately tortuous and moderately calcified anatomy such that the balloon became damaged, rupture during second inflation and subsequently gave the impression of an inflation issue as the balloon would not hold pressure. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the posterior tibial artery. The 3.0x20mm armada 14 pta catheter did not inflate. Two inflations were attempted at 10 atmospheres, but the balloon did not inflate. Once the catheter was removed from the anatomy, a leak was noted on the balloon. A new armada 14 was used to complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.